Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer¿s blood glucose was 139 mg/dl. Customer adjusted the pump time and date to address the issue. Reportedly, the customer continued using the current pump for insulin therapy.